Event description:
At 10:20 am on 9/26/94, infant was noted to have approx 10 cc pooled blood at foot of bed; leakage noted from transducer site. Clamped off, new bp transducer tubing placed in-line (new lot #). Infant required blood transfusion of 11 cc prbc's. A cbc drawn 4 hrs after the 1st transfusion was completed. Resulted in the infant receiving a 2nd transfusion of 11 cc prbc's. At 3:30 am on 9/27/94, approx 8 cc blood loss was noted from same infant. Leakage was noted from transducer tubing; cracked. Cbc was drawn 4 hours later; oxygen requirements were increased during this time.